Manufacturer narrative:
The repair center confirmed the customer's complaint of e222 which was caused by a faulty cable. Additionally, the cable failed leak test and the rear cover label was faded. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report the camera head displayed a scope communication error (e222) during preparation for use in an unspecified therapeutic procedure. No patient involvement was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the scope communication error (e222) was due to a faulty cable. The root cause of the faulty cable was unable to be identified. Olympus will continue to monitor field performance for this device.